Event description:
Device malfunction: detachment, recovery issue. Time of malfunction: during the procedure. Time of symptoms/ae: during the procedure. Symptoms/ae: foreign body removal. It was reported that during an attempted carotid stent procedure, after the accunet was successfully deployed, while attempting to pre-dilate, the guiding catheter retracted causing the .014 accunet wire to double loop in the aorta. The physician decided to remove the balloon and retrieve the accunet. The physician had difficulty removing the balloon due to the loop as well as difficulty getting the guiding catheter back into position. The loop in the aorta remained. At this point, the physician realized that the recovery catheter would not pass through the lesion. The recovery catheter was being removed and it was noted that the wire was loose, bent in an acute angle and it had snapped/detached. It was noted that approx 40cm of the wire and the basket had separated. The physician tried to snare the detached piece with a snare device, a clamp, and another retrieval type device unsuccessfully. A surgeon was called, several different techniques were utilized with the non-abbott coronary balloon catheters in attempts to retrieve the devices. The surgeon tried inserting a balloon and it was inflated inside the accunet.the surgeon pulled the devices slightly down into the common carotid, then a non-abbott balloon was inflated in the accunet and moved the device further proximal in the common carotid vessel. The accunet became inverted in the vessel. Eventually after several hrs the detached pieces were snared and retrieved inside the guide catheter. It was further noted that the pt was stented with a non-abbott stent and no distal protection was used. There was no neurological event and no bypass surgery reported. The pt was reported in stable condition post-procedure. The pt remained in the hosp due to complications from a non-abbott device. Pt was discharged by four days later.

Manufacturer narrative:
The pt and device codes in h10 were coded by the MFR. During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or dist. Qa investigation revealed that the accunet was returned separated with only 40 cm of the distal end of the device returned. The core of the wire was separated 32.2 cm proximal to the proximal bushing of the filter basket. There was blood visible on the filter. The distal portion of the filter basket struts were collapsed inward and the distal bushing had slid proximally on the wire and maintained 6cm distal to the proximal bushing. There was 1 strut separated from the proximal bushing. The coils on the tip of the guidewire were slightly stretched 0.5mm, and were located 2.5cm and 5cm proximal to the tip ball. There was no other damage to report. The device was sent to scanning electron microscopy (sem) for further investigation. Qe has reviewed the incident info and returned device analysis. It was reported that despite a successful rx accunet deployment, difficulty was encountered in removing the neuroprotection device, which led to the guide wire separation. Visual inspection of the guide wire confirmed that the core of the wire was separated 32.2 cm proximal to the proximal bushing of the filter basket and the distal portion of the filter basket struts were collapsed inward with 1 strut separated from the proximal bushing. In addition, the coils on the tip of the guide wire proximal to the tip ball were slightly stretched for 0.5mm. It was also stated that once the balloon dilatation catheter was in position, the guiding catheter flipped over into the aorta causing the .014rx accunet wire to loop, which may have contributed to difficulty in filter basket capturing and removal, guiding catheter repositioning, balloon retrieval and wire breakage. Quality engineering suggests that the flipping phenomenon may have occurred in the absence of adequate guiding catheter support in the common carotid artery possibly near the bifurcation. The lot history record was reviewed and there was no non-conforming material reports associated with this lot number. The conclusive root cause could not be determined, however, it is possible to be related to the operational context. Qe will continue to monitor and trend for this type of failure mode for future action.